Event description:
During a stone extraction procedure, the physician used a wilson-cook fusion ultral short wire guide. During use, the physician reported that the wire guide penetrated the patient's bile duct wall. No injury to the patient was reported.